Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. The nose cone was removed, and the nosecone funnel was measured and was within specification. During functional testing, the handle was tested on a test fixture and performed within specification. The handle detached a demonstration smart coil without an issue. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the occipital artery using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), non-penumbra coils, and a non-penumbra microcatheter. During the procedure, the physician successfully implanted four non-penumbra coils in the target vessel. The physician then advanced a smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach after three attempts. Therefore, the handle was removed. The procedure was completed using a new handle and the same smart coil. There was no report of an adverse effect to the patient.